Event description:
Customer's wife called to report that customer cannot hear the alarm on the insulin pump during the night. Customer's wife stated that the threshold suspend alarm is too low for customer to hear. Customer's blood glucose reading was 50 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.